Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the subject pump's casing was cracked and/or damaged. The reporter stated there was a crack in the pump's battery compartment. At the time of the call, the patient's mother informed customer support that the patient had been admitted into the hospital on (B)(6) 2012 for a high blood glucose (bg) excursion. The reporter stated the patient had a bg of 670 mg/dl with symptoms of vomiting, excessive urination and extreme thirst. The patient's mother stated the patient was treated with IV fluids and insulin and reported the patient was going to return to insulin injections until replacement pump arrived. At the time of the call, the patient's mother informed customer support that they were aware of the crack on the pump for a while. The medical surveillance specialist (mss) spoke with the patient's father on (B)(6) 2012. During the follow-up call, the patient's father informed the mss there were no power issues with the pump. The patient's father did not know what may have caused and/or contributed to the patient's high bg. This complaint is being reported based on the indication that the patient was hospitalized for hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and a crack in the battery compartment was confirmed extending from the case seal to the compartment threads. No moisture was observed inside of the battery compartment. A 29 hour flow accuracy test was completed and confirmed that the pump was delivering within specifications. No alarms or power issues were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored.